Event description:
It was reported that during a procedure the micro sagittal saw was operating in safe mode. It was reported that the procedure was completed successfully utilizing back-up equipment. No delay, no medical intervention and no adverse events were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon visual inspection, the device was found to have corroded sockets in the motor assembly. The device was repaired and returned to the user facility.

Event description:
It was reported that during a procedure, the micro sagittal saw was operating in safe mode. It was reported that the procedure was completed successfully utilizing back-up equipment. No delay, no medical intervention and no adverse events were reported with this event.